Manufacturer narrative:
Callback performed on (B)(6) 2025. Patient's legal guardian confirmed the cannula deployed, inserted correctly and looked normal. This case is no longer deemed reportable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours on their abdomen. It was noted that the pink slide did moved forward but the cannula was not visible upon removal, indicating a needle mechanism failure had occurred. Hyperglycemia treated with a new pod.